Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient was critically ill while using the device, which is misuse of the device. On (B)(6) 2023, it was reported that the patient was experiencing inaccurate cgm values and it is noted that the patient has stage 4 pancreatic cancer and had chemotherapy the morning of the cgm inaccuracy. The patient also stated he does not use a bg meter as a back-up or for comparison. After receiving chemotherapy, the patient began feeling ill and was vomiting. The patient¿s cgm was reading 97 mg/dl, and an unspecified time later read 226 mg/dl and then the cgm device ¿blacked out¿. The patient called for an ambulance. Ems transported the patient to the hospital. At the hospital, the patient¿s bg meter reading was 671 mg/dl. The treatment or medication provided to the patient were not available. The patient was discharged home approximately 7 hours later. Attempts to reach the patient for further event details were unsuccessful. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.